Manufacturer narrative:
4307- intuitive surgical inc. (Isi) received the high resolution stereo viewer (hrsv) monitor for failure analysis investigation and completed investigation. The hrsv was found to have no image and a main board defect. The main board will be replaced.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse determined that the high resolution stereo viewer (hrsv) monitor was defective and was no longer displaying an image. To resolve the issue, fse swapped out the defective hrsv monitor with a replacement hrsv monitor. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the hrsv monitor for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye in the surgeon side console was found to be completely black with no video and no icons. The technical support engineer (tse) instructed the customer to do a hard reset but no change was observed. Onsite logs were reviewed by the tse and were not found to show errors related to the black right eye. It was reported that the system came up with a 252 error. Tse instructed the staff to turn off the system and reseat all fiber cables. It was reported that the customer rebooted the system and the system came up with no errors but the right eye was still black. Intuitive surgical inc. Followed up with the initial reporter and obtained the following additional information: all troubleshooting steps were exhausted. The system was inspected prior to use. The procedure had been 10 minutes in process when the surgeon side console was found to be completely black. The procedure was completed laparoscopically successfully with no reported injury to the patient and no issues were noted during set up of the system.